Event description:
New information reported stated that on (B)(6) 2016 the asymptomatic patient presented to the clinic and the atrial lead exhibited high impedance measurements and high capture thresholds. The device was reprogrammed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a rise in capture threshold and impedance was observed on the atrial lead. No patient symptoms were reported. No changes were made and the patient would continue to be monitored.